Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that drive support cap was damaged. Customer's blood glucose was 500 mg/dl. Customer went to answer another call and did not come back to call. Troubleshooting could not be performed.